Event description:
A (B)(4) supplier reported to the MFR that a pt was hospitalized due to respiratory failure. The pt alleged his bi-level positive airway pressure (bipap) device had not been delivering the correct pressures. The pt had reported several hospitalizations for respiratory failure to the dme over the past few months. The dme reported to the MFR that the pt was in a state of deteriorating health. The exact date of the most recent hospitalization is unk. The MFR rec'd the device and concomitant heated humidifier for eval. The devices were operated together. There were no operational issues noted, and the devices functioned as designed, delivering the pre-selected pt therapy pressures. The devices passed all testing. A review of the pt compliance data recorded by the bipap device indicated it functioned properly while in use by the pt and provided the correct pressures. There were no error codes recorded in the bipap device that indicated a failure to provide therapy. The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing pts weighing more than 66 pounds. A short-term loss of therapy for this pt class does not pose a significant health or safety risk. Although there was an allegation of device malfunction leading to hospitalization of the pt, the manufacture concludes the device functioned as designed and did not cause or contribute to the reported event. No further action is appropriate.